Event description:
It was reported that during an esophageal stent placement procedure, advancement difficulties and a partial premature deployment occurred. The lesion was located in an unspecified portion of the esophagus. The 18mm x 5mm ultraflex esophageal stent delivery system (sds) was advanced, however, at an unspecified time, the sds became stuck, was unable to be advanced further. The sds was removed and upon inspection, it was noted that the distal portion of the stent had partially deployed by approx 1cm. It was not known how the procedure was completed. The pt's status is also unk.